Event description:
A reliant balloon was used in a patient as an accessory product during an endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported at index procedure that there was deflation failure (slow to deflate). The balloon catheter was successfully removed from the patient and discarded. Another reliant balloon was used to complete the procedure successfully and there was no health damage to the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (unknown cause - slow to deflate). Evaluation conclusion: other (unknown cause - slow to deflate). (B)(4).